Event description:
An optometrist reported that a patient presented with trace diffuse lamellar keratitis (dlk) in the right eye, one day following lasik surgery. Topical steroid drop dosage was increased to treat the event. The patient was asymptomatic. In a follow up, a technician reported that the event had resolved. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).